Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00444. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had an unresponsive touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, the customer reported that the device has not been repaired, and did not provide any further details a time on when the device would be repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.